Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The distal cutting tip is fractured away from the shaft and was not returned. The flexible portion of the shaft is deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the 1st page of the operative was provided, in addition to, an undated, unlabeled photo broken screw. All documents have been reviewed. The root cause has been associated unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee procedure, when starting to drill into the patients femoral condyle the flexible clancy drill broke. All the broken pieces were removed with a hemostat. The procedure was successfully completed with non-significant delay using a back-up device to complete the bone hole that was already started. No further complications were reported.